Event description:
It was reported that there was a coupling problem. The manufacturer representative stated that they saw the patient on the date of report for standard reprogramming. The patient told the manufacturer representative that they really had to struggle to recharge and felt that the implantable neurostimulator (ins) moved. The ins was in the abdomen and not flat. The manufacturer representative stated it was ¿almost horizontal instead of vertical.¿ it was noted that the patient had gained weight. The manufacturer representative did not have difficulty communicating with the ins using the clinician programmer or patient programmer. The patient ¿really had to push¿ and be ¿under¿ the ins in order to acquire coupling. It was noted that the prior six recharge sessions showed that the patient was acquiring an average of six coupling bars. It was reviewed with the caller that these stats from the clinician programmer are taken at the beginning of the recharge session and may not capture a change in coupling during the recharge sessions. The patient noted that it was a chore to find the ¿right spot¿ and then maintain coupling. The patient noted that sometimes they would start with four bars and it would increase to six even if they had not moved. The patient noted that they were not using a belt and another manufacturer representative suggested the patient try spacers in the belt. The manufacturer representative had reviewed the antenna locate with the patient. The manufacturer representative believed the issue had been occurring since implant. It was noted that spacers were requested to see if it helped with coupling. It was later reported that impedance was checked and was within a normal range. There were no malfunctions seen or suspected. The manufacturer representative did not know if the spacers were received. There were no interventions planned as of (B)(6) 2014. The manufacturer representative believed the patient was receiving effective therapy as of (B)(6) 2014.

Manufacturer narrative:
Product ID: a03888001, serial# unknown, product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: a03888001, serial# unknown, product type: recharger. (B)(4).